Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer's blood glucose level was in the 300's (mg/dl). Review of the pump history during troubleshooting with tandem customer technical support (cts) showed the pump battery depleted from 100% to 20% within 5 hours. Subsequently, the pump shut off due to insufficient battery. Reportedly the customer would continue to use the pump for insulin therapy.